Event description:
The customer reported regarding a button error alarm. Troubleshooting was performed. The caller was not sure if the buttons were pressed for three minutes or longer. Advised the caller that the insulin pump is replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had missing end cap sticker and loose drive support disk. The device also had an intermittent button respond due to corroded keypad trace. Unable to confirm the button error alarms.